Event description:
It was reported to MFR that a patient with a deep brain neuro stimulator received an MRI scan, which allegedly induced a patient stroke. Patient was admitted to intensive care, outcome unknown. Customer stated that the MRI in no way malfunctioned or was the cause of this event.